Event description:
Near the end of rptr's dental exam and cleaning, her nose began to run, she had mild itching in her hands and her mouth became sore and felt swollen. She looked in the mirror and saw a skin tear, about 1 cm, with surrounding edema. Symptoms resolved within 1/2 hour. The dentist was using vinyl gloves and there were no other rubber products in the area. Rptr and dentist think the tip may be latex and that the reaction was due to latex.